Event description:
It was reported that the device is doing self test and then the lcd turns black. Add'l info received indicated that "the unit's display just turned black, but the unit is still powered on". The unit was unable to engage in pt monitoring activities. There were no audible alarms and/or error messages. There was no pt involvement.

Manufacturer narrative:
Unit is able to power on using internal batteries (returned with unit). The unit powers on and the led display segments are correctly illuminated, however, the unit appears to shut down with no alarm after the self test is completed. Unit is unable to engage in monitoring. Internal examination reveals a damaged/loose ic on main board. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.